Manufacturer narrative:
The reported event of sensing and inadequate hv output was not confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that an episode of ventricular tachycardia (vt) led to undersensing which resulted in a failure to deliver high-voltage (hv) therapy. The patient experienced syncope and cardiopulmonary resuscitation (CPR) was performed. The arrhythmia spontaneously terminated. It is unknown if this event was due to the device or the right ventricular (rv) lead. As a result, both the device and rv lead were explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.